Event description:
The radiology tech reported that the pt was having a tunneled catheter exchanged. The dr inserted a 28cm ash split catheter, the catheter would not split. The dr carefully cut it without putting any holes in it. The catheter was inserted and the wire pulled out. The dr aspirated the blue port without difficulty. The red port would not aspirate. The dr manipulated the catheter and rotated it, but it still would not aspirate. The pt started to get short of breath so the dr removed this catheter and inserted another 28cm ash split catheter without difficulty. Both ports aspirated easily.